Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was mentioned in a pt's clinic notes on (B)(6) 2010 that the "vagal nerve stimulator had been terribly effective initially but has worn off to the point where [the pt] is not sure it is working anymore". Also, the pt expressed concern that the device may be malpositioned, but this claim was refuted as the physician examined the location and found it to be adequately placed. Diagnostics on the date of the report were within normal limits. A subsequent system diagnostic test on (B)(6) 2010, also found the device to be properly functioning. However, a review of the pt's past diagnostic history in light of the pt's most recent diagnostic results given in the clinicals found a dcdc code suggesting a potential short circuit condition since the pt's efficacy has reportedly "worn off". Good faith attempts to date for more info have been unsuccessful.